Manufacturer narrative:
Device - load not recalled.

Event description:
A customer reported a "mechanical issue" with their sterrad 100s and it is unknown if the load was reprocessed prior to being released for use on a patient(s). It is also unknown if there was any injury to a healthcare worker or patient. This event is being reported as the load and injury status is unknown. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined that this situation presents a potential risk of infection. Asp recognizes that in many cases it would be difficult to trace infection back to the sterilization. As a matter of policy asp has therefore decided to report cases of cancelled cycles if the complainant does not confirm that the load was reprocessed prior to use on a patient.

Manufacturer narrative:
Advanced sterilization products (asp) received additional information from the customer stating the ¿mechanical issue¿ was a ¿cassette index failure¿ and the load involved was reprocessed before use. As a result, this complaint is deemed not reportable for unknown load status.